Event description:
It was reported by a nurse that the patient was in the hospital due to painful stimulation every 2 minutes and perception of device going off constantly. It was stated that the patient lost their magnets and needed them replaced as well as a sales representative to check the device as the patient was only in the hospital due to the pain. The sales representative later stated that the patient was set at low settings a month ago at around 0.675 ma to 1 ma. They were not sure exactly on what the settings were at this time but indicated it was suspected they may be to high for the patient to tolerate and would adjust it for the patient. Information was later received from the sales representative after seeing the patient that they were in the hospital due to having seizures but was doing better with the settings they were programmed to. It was also stated that the patient was also in the hospital due to wanting to hurt himself and being violent in the group home. No additional relevant information has been received to date.